Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31472979l and no internal actions related to the complaint was found during the review. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a qdot micro and the patient experienced cardiac tamponade that required pericardiocentesis. After the end of pulmonary vein isolation (pvi), the hemodynamic abnormality was confirmed by hemosphere (edwards¿). After pericardial effusion was confirmed by echocardiography, pericardial drainage was performed. After pericardial drainage was performed, the patient¿s blood pressure restored. No extended hospitalization. Patient fully recovered. There was no complaint about biosense webster, inc. Product. Since the pericardial effusion that was collected was venous blood, it was thought that the cause was not due to ablation, but rather due to the right ventricle (rv) catheter (other company's). There were no abnormalities observed prior to use of the product nor during use of the product. Additional information was provided on 27-jan-2025. The adverse event was discovered during use of biosense webster products. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of steam pop. The event occurred during ablation phase (after pvi ablation). The correct catheter settings were selected on the generator. The ngen generator automatically selects correct catheter setting. No error messages observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of this adverse event was procedure related. The outcome of the adverse event was improved. The patient did not require cardiac surgery. Additional information was provided on 11-feb-2025. The patient¿s outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital on (B)(6) 2025. The patient did not require extended hospitalization because of the adverse event. Procedural act was 300 sec. One transseptal puncture site was performed during the procedure. Transseptal puncture was performed with scooper rf needle (product code: 601316090). No issue with flow rate change at the start of the ablation.